Manufacturer narrative:
Actual lens used was not returned for evaluation; however unopened lens from the same lot was returned 09/2014 and evaluated with no defect found.

Event description:
Unconfirmed upper and central corneal ulcer of the left eye. The patient related to an optical office that he was seen by an ophthalmologist on (B)(6) 2014 (exact date of onset is unknown) who diagnosed an upper cornea ulcer, discontinued lens wear for 6 weeks and was given a prescription for drops (unknown type). The patient further related that after the 6 weeks, he tried another lens and in (B)(6) 2014 was diagnosed with a central cornea ulcer and that he may not be able to wear lenses in the future. The right eye is unremarkable. The outcome and patient's current condition is unknown. Coopervision made two good faith efforts to obtain medical information from the treating doctor, but no information has been received to date. Unopened lenses have been returned for analysis. Actual used lenses not returned. (B)(6) 2014: final good faith effort to obtain medical information from the treating doctor, but no voluntary information has been received to date. Unopened returned lenses have been inspected. No defect found. The complaint is unconfirmed.

Manufacturer narrative:
MFR report# correction: mrn 9614392-2014-00024 was previously submitted on 05sep2014 for patient identifier (B)(6)which is correct. This same mrn was inadvertently repeated for patient identifier (B)(6) on 22oct2014. The correct mrn should be 9614392-2014-00025. This report is submitted as supplement 9614392-2014-00025-1 to correct an error on the original report.